Event description:
It was reported that during set-up and inspection of the colonovideoscope, prior to a procedure, an e315 scope error occurred. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported error e315 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a white foreign material was observed in the device air/water tube and in the air/water cylinder. The foreign material was not identified, however, the material is believed to be a defoaming agent containing silicone, such as simethicone, which can cause deposits of white foreign material. The root cause of the issue was determined to be a failure to follow the device instructions for use (IFU). The event can be prevented by following the device IFU which states: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.